Manufacturer narrative:
Breakage of the tip can result from excessive force being applied during use. Care must be taken to ensure that the device is not over tightened (as stated in the surgical technique) and that the rod is in proper alignment with the screw head during placement. No definitive conclusions can be made at this time. Breakage of the rod holder appears to be the result of material fatigue related to forces applied over the life of the device.

Event description:
Contact reported that two depuy spine instruments broke during use in an mis procedure. Events resulted in the surgeon having to go to an open procedure. There was a delay to the case of 30-40 mins and a piece of viper rod holder may have been left in the body. Pt is reported to be doing fine and surgeon is not taking any action at this time. Device #1.